Event description:
Patient presented to surgeon with left leg pain after pro disc-l implantation. Surgeon noted implant placement to be slightly left of center. Surgeon re-operated, exchanged implant to medium size, stated left leg pain relieved. This is one (1) of three (3) reports for one event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no device was returned. The device history record and the raw material record were reviewed, and no discrepancies were noted that would be associated with this complaint.